Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument fractured. The surgeon was unable to insert the articular surface with the instrument. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Evaluation of the returned device found that the device is not fractured and functional check per notes 1 and 21 on the print found to be conforming and operates as intended. Medical records were not provided. The returned device was not fractured, and device specifications found to be conforming per the functional check and hence no issue was seen with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices were received. Photograph provided shows that the device is fractured. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h4, and h10.